Manufacturer narrative:
As reported, the "used" arthroscopic energy 90 degree probe was not returned for evaluation, as it was discarded at the user facility. Without the involved device, an evaluation could not be performed and the root cause of the alleged tip breakage therefore was unable to be determined. However, evaluation of similar complaints revealed that the most probable cause of this type of reported breakage was due to the device came in-contact with the scope or other instruments during use. This lot with (B)(4) was manufactured on 03-dec-2015. Of the lot containing (B)(4) units there were no other similar complaints received. A review of the complaint history for the device family shows a total of 8 complaints received of "tip breakage" with a quantity of 10 units. Of the 8 received complaints 6 were considered reportable events including this one. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects related to the reported breakage or the use of this device. No further action is planned at this time. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: - it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. - examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. - do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. - if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. - use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. - when not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. - maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Device was not returned.

Event description:
On 15-dec-2016, conmed corporation received a user voluntary medwatch report #mw5066250 forwarded by the FDA with a cover letter dated 05-dec-2016. Listed below is the event description as stated on the user medwatch report: "during arthroscopic shoulder case, cautery probe tip broke off during surgery. Surgeon was able to remove tip without incident". Follow-up with the user facility confirmed that the tip of the probe broke off inside the patient and that the breakage occurred near the end of the case. The broken portion was safely removed with no problems noted. With the use of another probe, the procedure was otherwise completed with no further complications or serious injury to the patient. Despite the good faith efforts, no patient demographic information could be obtained from the user facility. This report is filed on the basic of potential for patient injury with recurrence.